Manufacturer narrative:
This report is filed august 27, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic the device was explanted on (B)(6) 2014, due to extrusion of the electrode array. Reimplantation is planned but had not taken place at the time of this report, (B)(6) , 2014.